Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 322 mg/dl, 259 mg/dl, 220 mg/dl, 105 mg/dl, and 259 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.